Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. D10 ¿ product received on: 26nov2019. Investigation ¿ evaluation. A customer at north devon district hospital (united kingdom) reported that an ultrathane cope nephroureterostomy set became blocked soon after placement. The device was placed in the patient's left renal tract on (B)(6) 2019. On (B)(6) 2019, the patient underwent a stent exchange because the device was blocked. The stent was exchanged over a guidewire and 4fr dilator. The device was difficult to remove due to encrusted material on the pigtail loops, which caused the patient pain (reported under medwatch report #: 1820334-2019-03026). The patient had another cope nephroureterostomy catheter previously placed in the right renal tract which experienced the same failure and also required replacement (this report). There was no maintenance protocol for the devices in order to minimize the risk of infection. The patient did not experience any additional adverse effects. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One used catheter was returned. There is extensive biological matter present. There is no visible damage. There is a granulated, crusty substance on the outside of the catheter. The proximal loop sideports appear clear. The distal loop sideports are blocked with granulated and encrusted material. Additionally, a document based investigation evaluation was performed. There are adequate controls in place to address this failure. The device history record for the complaint lot was reviewed to check for related nonconformances and additional complaints. The device lot did not have applicable nonconformances. There are no additional complaints on this lot. There is no evidence of nonconforming material in house or in the field. The instructions for use for the complaint device states: "this product is intended for use by physicians trained and experienced in placement of nephroureterostomy stents. Standard techniques should be employed." There are no known contraindications for placement listed in the IFU. The doctor indicated that they believe the patient's diet has likely caused the stent to become blocked more quickly than in the past. Cook did not identify any design or manufacturing deficiencies in the returned device. Based on the information provided, inspection of returned product and the results of the investigation, it was concluded that a possible cause for this failure is the patient's physiology/diet. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: guide wire-unknown manufacturer, 4f dilator. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient had bilateral ultrathane cope nephroureterostomy set tubes placed during a procedure on (B)(6) 2019. The operator reported that on (B)(6) 2019, the patient required a bilateral nephroureterostomy catheter exchange due to the tubes being "blocked up." The upper and lower loops of the catheter were "difficult to unloop due to crud" causing the patient some pain on removal. Due to the blockage, the patient required insertion of new devices. During attempted replacement of the right nephroureterostomy catheter, the guidewire of an unknown manufacturer went through the side hole of the catheter and perforated the right ureter. A nephrostomy tube was successfully placed instead. No other adverse effects were reported for this incident. The nephroureterostomy set placed on the left side is capture under the report with manufacturer reference number (B)(4). The nephroureterostomy set placed on the right side is capture under the report with manufacturer reference number (B)(4) (this report).